Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances and high pacing thresholds. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The hcp reported the lv lead vector settings were reprogrammed and successfully resolved the issue. At this time, the lv lead remains in service. No adverse patient effects were reported.